Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl; low bg cause was not known. Customer required third party assistance to address bg. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized. The customer declined to perform troubleshooting with tandem technical support.